Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured. The piece was not returned, rendering the device inoperable. The device was manufactured in 2016 and shows signs of extensive use. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the tip of a gii ps high flex impctr hd 3-8 was noticed to be damaged. Incident occurred before a tka. The procedure was successfully completed without delay, using the same device. No patient injury or other complications were reported. However, during the device evaluation, it was confirmed that the device is fractured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.